Event description:
The reporter contacted animas on (B)(6) 2014 reporting a power (no power) issue. The reporter stated that the patient had a blood glucose (bg) of 30mmol/l with large ketones, nausea and heartburn. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The battery cap was damaged, the top was worn. This report is being made due to the bg excursion the patient experienced that resulted from using a damaged battery cap.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient using a damaged battery cap).